Event description:
It was reported that a malfunction occurred on the pump. The impact on the customer's blood glucose level was unknown. Technical support provided pump reset information and assisted the caller in resetting the pump. After resetting, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if the issue reappeared.